Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported patient effect of mitral valve injury (tissue damage) appears to be related to procedural conditions as the tension in the atraumatic tip of the clip delivery system, punctured the mitral valve. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After deployment of the second clip, the tip of the clip delivery system (cds) punctured the mitral valve in the a1/p1 segment creating a small mitral regurgitation; however, post procedure mr grade was 1-2. Two clips were implanted and the patient remained stable. No further treatment was performed. No additional information was provided.